Manufacturer narrative:
Product evaluation: the device was received for analysis. Visually, the distal tip of the inner assembly broke off at the first proximal valley which would have resulted in the reported event. The overall length of the detached piece measured 0.23¿. The deformation of the inner and outer assemblies surrounding the break was consistent with the damage occurring while moving in forward (clockwise) direction. There were striations on the inner shaft 5/8¿ from the distal face of the inner hub which may indicate aggressive use. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture; bending or prying may break the blade or bur. Although it was not irrefutably confirmed, the information may also indicate the bur was being ran in forward direction versus oscillate mode contrary the product labeling, which may be a contributing factor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the tip of the blade broke off inside the patient; however, it was confirmed that the fragment was successfully retrieved. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.